Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting wire of the subject device was broken. The broken section of the cutting wire was melted and burned. As a measurement result of the outer diameter of the cutting wire, there was no abnormality. The length of the coated portion of the cutting wire and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. The manufacturing record was reviewed and found no irregularities. Based on the confirmation result, the investigation results in the past and the reported event, a likely mechanism causing the broken cutting wire might be the following. High frequency current was applied between the cutting wire and the calculus at the point of the contact. As a result, the current density at the contact area increased, and the cutting wire became instantly hot. High frequency current was applied between the cutting wire and the tissue at the point of the contact. As a result, the current density at the contact area increased, and the cutting wire became instantly hot. High frequency current was applied when the cutting wire and the tissue were being close to each other. As a result, an electrical discharge occurred, and the cutting wire became instantly hot. The above device handling has warned in the instruction manual.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. In the procedure, the cutting wire of the subject device broke while activating output. The intended procedure was completed with another device. There was no patient injury reported.